Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) leaked blood and air. No problems with sheath prep or transseptal access using vc connect. After achieving transseptal access, non-bsc catheter was inserted into faradrive sheath using introducer. When physician was aspirating sheath, he noticed leaking of blood coming from the hemostasis valve. He continued to aspirate air from the hemostasis valve. We could hear the air being aspirated through the valve, and when there was no blood being aspirated, the valve was continuously leaking. We exchanged that faradrive sheath for another faradrive sheath. We had the same results from the second faradrive sheath, as well. The doctor then chose to use a non-bsc sheath instead for the remainder of the procedure, this was completed without patient complications. The sheath has been returned for analysis.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented blood leaked. No problems with sheath prep or transseptal access using vc connect. After achieving transseptal access, non-bsc catheter was inserted into faradrive sheath using introducer. When physician was aspirating sheath, he noticed leaking of blood coming from the hemostasis valve. He continued to aspirate air from the hemostasis valve. We could hear the air being aspirated through the valve, and when there was no blood being aspirated, the valve was continuously leaking. We exchanged that faradrive sheath for another faradrive sheath. We had the same results from the second faradrive sheath, as well. The doctor then chose to use a non-bsc sheath instead for the remainder of the procedure, this was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design'.